Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state: "replace the cartridge every 48 hours if using humalog; 72 hours if using novolog." Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 324 mg/dl to 343 mg/dl. Reportedly, the pump supplies were changed to address the issue.